Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.